Event description:
It was reported that the surgeon was unable to retrieve a needle used in this surgery and used a back-up needle to complete the case. Follow-up contacts with the sales rep and the facility or mgr were made. The facility would not release any additional info related to this case. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The suture-passing device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. Due to recent complaints of similar events, a new labeling statement is being released instructing the user as follows: the scorpion needle is intended for single use only. Do not resterilize or reuse the needle. Reuse may cause the needle to fatigue and break, which could cause pt injury. Use of excessive force to pass the needle through thick or hard tissue, and hitting bone with the needle, could cause the needle to break, which may be results in pt injury. To avoid needle breakage, reposition and/or reload the device. If the devices returned and/or additional pt info is obtained, a follow up report will be submitted.